Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. No specific event qc data was supplied. Per the customer, the unit is currently performing within qc specifications upon contact with the customer. Customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting the result outside the laboratory thereby preventing potential risk to patient safety. The laboratory has an accutni patient sample repeat procedure in which all patients' samples with initial results of >0.50 ng/ml are repeated on a second instrument preceding data report release. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported out of the laboratory. The events will be assumed that the false positive accutni patients' results initially recovered above the ami cut-off with repeat results recovering within normal reference range. The customer did not report affect to the patient or user attributed or connected to this event.